Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4) . The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. The device was returned for analysis. Evaluation is not complete. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since (B)(6) 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during hospitalization for a possible gastrointestinal bleed, several low flow alarms were received. A computed tomography angiogram revealed a kink or break in the outflow graft but indicated probable thrombosis. It was reported that the patient had worsening heart failure. On (B)(6) 2018, the patient underwent a pump exchange for a suspected outflow graft twist. No additional information was provided.

Manufacturer narrative:
Recall: correction information - the initial submission of this event indicated the reported event was related to a recall issue (z-1774-2018); however, based on the manufacturer's investigation, no evidence of kinking, twisting, depositions, or thrombus formations were found on the returned outflow graft. Device evaluation: the report of low flow alarms could be confirmed based on the submitted log files; however, a specific cause for the alarms cannot be determined. Additionally, the report of an outflow graft twist or outflow graft thrombus could not be confirmed based on the evaluation of the returned pump. The pump was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. The remainder of the pump cable and the modular were not returned. The sealed outflow graft attachment was returned detached from the pump cover outlet port. The apical cuff was not returned. The sealed outflow graft was severed 3.5¿ from the outflow graft hardware with the bend relief disengaged. Additionally, the bend relief had been cut 1¿ lengthwise from the proximal end. Examination of the outflow graft revealed no evidence of kinking, twisting, depositions, or thrombus formations that would have contributed to a flow obstruction. The remainder of the blood-contacting surfaces did not reveal any depositions or thrombus formations. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.